Event description:
Revision surgery - the patient was suffering from a loose stem. The stem, shell, and insert were removed and a thorough irrigation and debridement was performed. A long stem and revision monoblock was cemented in with a +4 insert.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose stem after 6.2 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product for a material cert error, the product was accepted with rationale. A review of the product complaint report history shows this is the 70th complaint for this part number: 14 due to device loosening, 15 for a broken screw, 11 due to infection, ten due to dislocation, five due to trauma, four due to instability, two for dissociation, two device loosening, one for subsidence, one non-assembly, one for surgical technique, one loose joint, one mis-alignment, and one for limited range of motion. This is the first complaint for this lot number. The root cause for the loose stem was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.